Event description:
It was reported the clinician programmed IV fluid bolus 500ml to be infused over one (1) hour, however device alarmed "infusion complete" after only infusing 200ml volume. Clinician added 300ml volume to be infused (vtbi) to finish the bolus as ordered. There was patient involvement with no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.